Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports low vaulting; lens rotation and refractive change over time. Lens remains implanted.

Manufacturer narrative:
B5 - lens was replaced on an unknown date. Claim# (B)(4).